Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty mixing pump. He device was evaluated and the reported issue was confirmed as it was noted that the mixing pump would not achieve sufficient pressure to draw water into the chiller tank during autofill thus no water was present in the chiller tank to circulate through the chiller to be cooled. Mixing pump was serviced. Completed the 2000-hour pm procedure on the device. The double bend tube and the chiller evaporator outlet tube were expanded. The tank seals were lifted. Decon tech installed test mixing pump. During assessment testing the device chiller tank did not fill. It was noted that the decon tech did not connect the test mixing pump power connector correctly. This was corrected during assessment to allow the device to cool. Serviced the circulation pump sn (B)(6), replacing heater lot 1750 with lot 2314, and replacing both manifold o-rings and drain valves. Other repairs completed included replacement of the double bend tube and the chiller evaporator outlet tube due to expansion of the tubes found during servicing, and replacement of the tank seals due to lifting from the tank. DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
Biomed stated that the device would not cool during functional verification. Flow: 2.8 t4: 36.5 mpc: 100%. Mixing pump failure. Biomed requested quote for 2000-hour service. Per follow received via task on 22sep2023, the device was currently at artic sun for repair. There were no patient incidents involved with this event. Per sample evaluation results on 05oct2023, it was reported that the double bend tube and the chiller evaporator outlet tube were expanded. The tank seals were lifted. Decontamination tech installed test mixing pump. During assessment testing the device chiller tank did not fill. It was noted that the decontamination tech did not connect the test mixing pump power connector correctly. This was corrected during assessment to allow the device to cool. Completed the 2000-hour pm procedure on the device.

Event description:
It was reported that the biomed stated that the arctic sun device would not cool during functional verification. Flow rate (fr) was 2.8, chiller temperature (t4) was 36.5, mixing pump command (mpc) was 100 percentage. Mixing pump failure. Biomed requested quote for 2000-hour service.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.